Manufacturer narrative:
The received device had the cannula assembly deployed. Blood was observed on the adhesive pad, however, no evidence was found that would result in significant bleeding or bruising to occur at the infusion site; a root cause could not be determined. A burr was found at the tip of the formed needle, however, it is not clear if this deformity contributed to bleeding/ bruising. The formed needle was visible in the exposed portion of the soft cannula. Score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and top housing. This resulted a failure of the needle mechanism to deploy as intended. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Event description:
It was reported the patient experienced bleeding and pain from the infusion site (back) while wearing the pod less than an hour. There were no blood glucose levels provided. As treatment, a new pod was applied.